Event description:
It was reported that the control module stopped working in the middle of the case. The case was aborted. They did not get enough samples and will have to rescedule the pt. The pts breast had been pierced.